Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran a blood test on the contour next link 2.4. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.

Manufacturer narrative:
Upon visual inspection of the returned strips, one of them showed the reagent area had partially dissolved and dried again because of exposure to liquid. The undamaged strips gave satisfactory performance. If the customer had tested with a damaged strip, it is possible a blood test could be marked as a control.